Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The corrective actions included completing the field correction form on behalf of the customer and replacing the pump. The customer was instructed on how to store the malfunctioning pump and was advised to return it using a pre-paid label. Additionally, the customer acknowledged the steps to take upon receiving the replacement pump.